Event description:
On (B)(6) 2012, the patient contacted animas alleging that the pump lost power for a little less than an hour prior to call with customer support (cs). The patient claimed that after changing out the battery the morning of (B)(6) 2012, the battery cap would not secure to the pump. There was reportedly no damage to the battery compartment or battery cap and the yellow o-ring was not visible. This complaint is being reported due to the allegation that the pump lost power.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed that rebooting had occurred. The battery compartment was found to be intact. The battery cap was found to be stripped and would not power the pump. A test cap was inserted for testing. The pump was exercised for 24 hours without power issues. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.